Event description:
Initially, it was reported that the handheld locked up when interrogating the patient's device. An error message indicated that "a memory error has occurred. Press button to continue". The handheld was reset by removing the battery which resolved the issue. It was later reported that the patient returned to the clinic for further device interrogation and the handheld problem persisted, but could not be resolved with troubleshooting. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
It was reported that the physician's practice closed down and the handheld is not retrievable for analysis.